Event description:
Integra 700 chemistry instrument continues to malfunction. Roche svc has been dispatched multiple times to correct same recurring problem with no resolution. When instrument malfunctions pt testing cannot be performed.